Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently was observed to be depleting rapidly. In addition, it was reported that the insulin gauge was intermittently inaccurate. There was no reported adverse impact to the customer. Customer declined troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.